Event description:
The manufacturer received information alleging a ventilator was alarming for service required. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for service required. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's system board, proportional valve and 3-way solenoid valve were replaced to address the issue. H3 other text : third party service center

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for service required. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's system board, proportional valve and 3-way solenoid valve were replaced to address the issue. A trilogy evo system board was returned to the philips product investigation lab (pil) with the allegation of e-384 error. Pil is unable to confirm the alleged failure of the trilogy evo system board. Visual inspection found no defects. Pil installed the suspect component into the pil trilogy evo test bed, ran the device and no unexpected errors were generated. Pil concludes the component operates properly. A trilogy evo solenoid valve was returned to the philips product investigation lab (pil) with the allegation of e-384 error. Pil is unable to confirm the alleged failure of the trilogy evo solenoid valve. Visual inspection found no defects. Pil installed the suspect component into the pil trilogy evo test bed, ran the device and no unexpected errors were generated. Pil concludes the component operates properly. A trilogy evo proportional valve was returned to the philips product investigation lab (pil) with the allegation of e-384 error. Pil is unable to confirm the alleged failure of the trilogy evo proportional valve. Visual inspection found no defects. Pil installed the suspect component into the pil trilogy evo test bed, ran the device and no unexpected errors were generated. Pil concludes the component operates properly.